Event description:
The journal of clinical physiology published a japanese single-center retrospective study "subclinical leaflet thrombosis after transcatheter aortic valve replacement: evaluation with multi-row detector computed tomography and transthoracic echocardiography". The details of the evaluation methods used are unclear; however, this study evaluated post-tavr subclinical leaflet thrombosis (slt) using multidetector row computed tomography (mdct) and transthoracic echocardiography (tte). The study included 66 patients with severe aortic stenosis who underwent tavr with sapien 3 valves at the reporting hospital between september 2016 and october 2019 with sapien 3 valves. The mdct images were evaluated for hypoattenuated leaflet thickening (halt) and reduced leaflet motion (rlm) to detect leaflet thrombosis. During the study period, there were 2 cases with a 26 mm sapien 3 valve in which halt was detected with severe rlm. No additional details were provided.

Manufacturer narrative:
This is the third of four manufacturer reports being submitted for this case. Investigation is ongoing. The dates of the events are unknown; however, according to the article the study period was from september 2016 and october 2019. For this reason, the first day of the reported study period (01-september 2016) was used as the occurrence date. Article citation: "subclinical leaflet thrombosis after transcatheter aortic valve replacement: evaluation with multi-row detector computed tomography and transthoracic echocardiography". (Author: y. Sakamoto, et al., journal of clinical physiology vol.54, no.3, 2024).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for leaflet thickening/ hypoattenuated leaflet thickening (halt) and for leaflet motion restriction could not be confirmed due to the unavailability of relevant imagery or medical records. Halt may be caused by several patient-related factors including early valve deterioration (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Leaflet thickening could impact the proper functionality/coaptation of the leaflet(s), potentially resulting in restricted leaflet motion as reported. Due to insufficient information provided, a definitive root cause for leaflet thickening and reduced leaflet motion is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.